Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked at septum the following information was provided by the initial reporter, (B)(6) 2025, the patient was admitted to the hospital for the removal of the internal fixation of the acromioclavicular joint, the nurse performed preoperative intravenous retention, and when the needle cannula was withdrawn, it was found that there was blood oozing out of the isolation plug of the closed-end intravenous retention needle, which was immediately discontinued, and replaced with new closed-end intravenous retention needles of the same origin and the same batch number and the same model, which were again left in place to increase the patient's pain.in the subsequent operation, the same batch of products, no similar problems were found.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information is available.

Manufacturer narrative:
1. DHR/bhr review (lot#4081481): 1) the products of this batch were assembled at intima ii auto line 4 in april 2024 and packaged at r240 package line and cfs package line in april 2024. Work order quantity was (B)(4) pcs. 2) the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3) the leakage test results of 800pcs in process testing and 32pcs in outgoing testing were within the product specifications. 4) no unqualified deviation or rework activities in the production process. 5) the septum assembly equipment without abnormal maintenance. 2. The customer returned 1 photo, and no defective samples were returned. The photo showed: leakage at the end of the septum. 3. Retained sample of this batch was taken for septum leakage test to simulate 800mm clinical leakage performance. The test passed, and no leakage was found at septum. 4. Cause investigation: the plant launched CAPA to further investigate the root cause. Conclusion(s): no abnormality was found in the product manufacturing process; all the test results were within the requirements of the product specifications. The returned photo showed leakage at the end of the septum. In response to this defect, the plant launched CAPA to trace and investigate its root cause. After the investigation, it was found that the leakage was caused by a septum abnormality. Relevant improvement measures have been taken: clearly defined the placement time of the septum after production to ensure it undergoes sufficient cross-linking reaction. The factory will continuously track and analyze such complaints.